Manufacturer narrative:
Updated.

Event description:
The ac icon was not was not displayed. This occurred during preventive maintenance.. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device is not switching on. There was no patient involvement.